Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Initial reporter phone#: (B)(6). \ investigation summary: bd received samples from the customer facility for investigation. Evaluation of the customer samples was performed and missing needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples was conducted and missing needle was observed. Further investigation has been initiated through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified rationale: based on an assessment of severity and frequency, it was determined that a situation analysis is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® urine collection cup had missing needles. No serious injury or medical intervention.